Event description:
It was reported that the pump and catheter were both removed due to an infection. After returning from the operating area, the patient presented with dystonia rebound, hyperthermia, excessive sweating, and opisthotonus attitude with choreoathetosic movements. At that time, the patient¿s treatment with ritrovil was discontinued, though it was restarted later that month. It was reported that the patient had experienced withdrawal symptoms following the removal of the pump, despite being managed with 90mg/day of oral baclofen. It was noted that the patient had been hospitalized. The events were assessed as being serious, though there was complete recovery with a rapid return to normal state. It was also noted that, in september 2012, the patient underwent a surgery. No details were given as to the reason for the surgery or if there was a device relation, though it was noted that it occurred without a catheter change.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, product type catheter. (B)(4).